Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. While attempting to treat the heavily calcified left anterior descending (lad), the physician was unable to deploy the 3.00x32mm taxus express2 drug eluting stent. When the stent delivery system was removed, it was noted that the stent struts were damaged. The physicain then predilated the lesion with a 2.5x12mm maverick balloon and successfully placed a 3.00x28mm taxus express2 drug eluting stent. There were no patient complications reported and the patient condition is listed as okay.

Manufacturer narrative:
The complaint source confirmed that the product has been disposed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.